Event description:
Procedure type: low anterior resection. According to the reporter: as the surgeon pulled on the tube in an effort to pass the anvil end through the esophagus, he encountered strong resistance. The anesthesiologist made numerous attempts to ensure the anvil was inserted into the patient's throat however, the surgeon was unable to move the anvil pass the area where it had become lodged. Upon numerous attempts to pull the anvil through the esophagus, the tube disconnected from the anvil and the anvil was left lodged in the patient's larynx. The anesthesiologist using a laryngoscope was able to remove it with graspers. The anvil that came with the stapler was inserted into the pouch and used to complete the procedure. Surgery time was extended one hour and minor bleeding reported.